Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned product confirmed the product did not meet specifications due to the bent laminates. The report was concluded to be a misuse by the end user with a secondary condition related to the reload. Replication of the flush and sub-flush pushers and sled vane deformation conditions may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The secondary condition was related to a slight bowing condition of the knife bar laminates during the assembly process. This bowing condition is not out of specification and does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
[(B)(4) for other devices used in the same case reported under the same account]. According to the reporter, the surgeon had clamped down on tissue during a thoracic procedure and went to fire but the device got locked up. The knob was fully retracted but the jaws would not open. They had to pry it open. This caused extra time during the surgery. The device did lock on the tissue but they were able to wedge the device off without tissue loss or patient harm.